Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequent death on an unspecified date after use of the product.

Manufacturer narrative:
This is one event(death) reported for the same pt involving two separate products; associated mdrs# 1225714-2014-01245 and 1225714-2014-01246.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-01245 and 1225714-2014-01246.

Event description:
The initial litigation noted the event as the patient experiencing injuries and expiry. As per the new litigation, the additional information received noted that the patient experienced a cardiac arrest and subsequently expired.